Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection less than a week post implant. On examination, their pacer site was reported to be tender, reddened, and full with a small amount of purulence draining from the incision. Cultures were taken and the patient was started on medication. The pacing system was extracted. There was a large amount of purulent fluid in the pocket. Cultures were obtained and the wound was partially closed with a drain placed. A leadless pacemaker was placed two days later after patient was cleared by an infectious disease medicine standpoint. Final blood cultures and wound cultures (taken after antibiotic therapy initiated) were negative. No further patient complications have been reported as a result of this event.